Event description:
Related manufacturer reference number: 2017865-2024-00722 it was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found that the right ventricular (rv) and right atrial (ra) leads were dislodged due to twiddler's syndrome. The rv and ra leads were explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement due to twiddler¿s syndrome. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead found the helix to be retracted and clogged with blood. X-ray examination of the entire lead found no anomalies. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.